Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device was loaded properly but miss-fired. The blade advanced and some staples were deployed but the firing sequence was not completed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2022. D4: batch #589a70.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(4)2022 additional information was requested and the following was provided: could you please clarify if extra device belongs to this complaint?-yes if the device was not reported before, please provide more details of device malfunction.-this was the stapler load used during the malfunction in question investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a 6r45b reload not loaded on the device. The returned reload was partially fired 1/2. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.